Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (as low as 28 mg/dl) over a two week period. The customer thought the low bg was due to stress and exercise and was not related to the pump or supplies. The customer treated the low bg by drinking juice or soda. The customer's spouse assisted the customer with the low bgs. The customer reported memory loss due to the low bg levels.